Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery with moderate tortuosity. A 190 cm ht versaturn guide wire was advancing and reached the target lesion when it became stuck in the vessel and the tip became kinked. During removal of the guide wire, the core became separated, but still held together by the tip coils. The procedure was successfully completed with a non-abbott guide wire, a 3.0 x 48 mm xience pro stent and a 3.5 x 18 mm xience alpine stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported break and the reported kink were able to be confirmed. The reported difficult to remove, physical resistance and device operates differently/prolapse were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. Manipulation of the guide wire during attempted removal resulted in the reported/noted damages (kinked/bent, stretched coils) and ultimately resulted in the reported break/noted core detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the guide wire had crossed the target lesion and prolapsed.